Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer date is unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation that while unpacking a low profile enteral feeding balloon, the y-port adaptor did not seal to the button. According to the complainant another low profile enteral feeding balloon device was used to complete the procedure (juvenile patient;). There were no patient complications associated with this event. At the conclusion of the procedure, the patient's condition was reported to the "fine."